Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: it protruded into the mesosalpinx") and pelvic pain ("pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 4. Concurrent conditions included leukemia since (B)(6) 2008, body mass index normal and abdominal pain. Concomitant products included dasatinib (sprycel) since 2009 and imatinib mesilate (gleevec) from 2008 to 2009. In 2009, the patient experienced weight increased ("weight gain") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("utis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), abdominal distension ("bloating"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss") and dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)with oophorectomy) and surgery (will have surgery to remove the essure on (B)(6) 2018.). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device expulsion, abdominal distension, weight increased, depression, anxiety, alopecia, nausea, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, migraine and dysmenorrhoea outcome was unknown and the pelvic pain, fatigue, dyspareunia and headache had resolved. The reporter considered abdominal distension, alopecia, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she will have surgery to remove the essure implant on (B)(6) 2018. No coil was noted in the left uterine cornua or left fallopian tube. The entire distal segment of the right fallopian tube was removed with the coil embedded in the lumen diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (right tube occluded) x-ray - on an unknown date: negative for essure coil retained in the body on (B)(6) 2017 patient had transabdominal and endovaginal imaging were performed resulted in 1. Unremarkable uterus and right ovary. 2. Complex left ovarian lesion/cyst suggest follow-up at 3 month interval to assess for interval change/resolution. On (B)(6) 2018 patient had transabdominal imaging performed resulted in 1. Unremarkable uterus and ovaries. 2. No definitive identification of essure coils, bilaterally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event :pelvic pain, dysmenorrhea,menorrhagia, device dislocation . Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received, reporter added , product information updated,event added as:- abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: frequentists, apareunia (inability to have sexual intercourse), migraines / headaches, migration of essure device location of device: it protruded into the mesosalpinx, salpingectomy (bilateral removal of fallopian tubes), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: it protruded into the mesosalpinx"), device breakage ("device breakage"), pelvic pain ("pain / pain") and device expulsion ("expulsion of essure device") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4. Concurrent conditions included leukemia since (B)(6) 2008, body mass index normal and abdominal pain. Concomitant products included dasatinib (sprycel) since 2009 and imatinib mesilate (gleevec) from 2008 to 2009. In 2009, the patient experienced weight increased ("weight gain") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("utis / infection (bladder/urinary tract/vaginal) type: frequent utis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), depression ("depression"), anxiety ("anxiety") and alopecia ("hair loss"). The patient was treated with antibiotics, surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)with oophorectomy), surgery (will have surgery to remove the essure on (B)(6) 2018.). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abdominal distension, weight increased, depression, anxiety, alopecia, nausea, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, migraine and dysmenorrhoea outcome was unknown and the device breakage, pelvic pain, device expulsion, fatigue, dyspareunia and headache had resolved. The reporter considered abdominal distension, alopecia, anxiety, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she will have surgery to remove the essure implant on (B)(6) 2018. No coil was noted in the left uterine cornua or left fallopian tube. The entire distal segment of the right fallopian tube was removed with the coil embedded in the lumen diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (right tube occluded) x-ray - on an unknown date: negative for essure coil retained in the body on 10-mar-2017 patient had transabdominal and endovaginal imaging were performed resulted in 1.unremarkable uterus and right ovary. 2. Complex left ovarian lesion/cyst suggest follow-up at 3 month interval to assess for interval change/resolution on (B)(6) 2018 paient had transabdominal imaging performed resulted in 1. Unremarkable uterus and ovaries. 2. No definitive identification of essure coils, bilaterally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event :pelvic pain, dysmenorrhea,menorrhagia, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: plaintiff fact sheet was received.events added from pfs- device breakage. And infection(bladder/urinary tract/vaginal) type: frequent utis clubbed to previous events. Reporter information, events onset date were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: it protruded into the mesosalpinx") and pelvic pain ("pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4. Concurrent conditions included leukemia since (B)(6) 2008, body mass index normal and abdominal pain. Concomitant products included dasatinib (sprycel) since 2009 and imatinib mesilate (gleevec) from 2008 to 2009. In 2009, the patient experienced weight increased ("weight gain") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("utis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), abdominal distension ("bloating"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss") and dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)with oophorectomy) and surgery (will have surgery to remove the essure on (B)(6) 2018.). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device expulsion, abdominal distension, weight increased, depression, anxiety, alopecia, nausea, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, migraine and dysmenorrhoea outcome was unknown and the pelvic pain, fatigue, dyspareunia and headache had resolved. The reporter considered abdominal distension, alopecia, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she will have surgery to remove the essure implant on (B)(6) 2018. No coil was noted in the left uterine cornua or left fallopian tube. The entire distal segment of the right fallopian tube was removed with the coil embedded in the lumen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (right tube occluded) x-ray - on an unknown date: negative for essure coil retained in the body. On (B)(6) 2017 patient had transabdominal and endovaginal imaging were performed resulted in 1. Unremarkable uterus and right ovary. 2. Complex left ovarian lesion/cyst suggest follow-up at 3 month interval to assess for interval change/resolution. On (B)(6) 2018 patient had transabdominal imaging performed resulted in 1. Unremarkable uterus and ovaries. 2. No definitive identification of essure coils, bilaterally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event :pelvic pain, dysmenorrhea,menorrhagia, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: it protruded into the mesosalpinx"), device breakage ("device breakage"), pelvic pain ("pain / pain") and device expulsion ("expulsion of essure device") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4. Concurrent conditions included leukemia since (B)(6) 2008, body mass index normal, abdominal pain, sore throat, ear pain and chronic myelogenous leukemia. Concomitant products included dasatinib (sprycel) since 2009 and imatinib mesilate (gleevec) from 2008 to 2009. In 2009, the patient experienced weight increased ("weight gain") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("utis / infection (bladder/urinary tract/vaginal) type: frequent utis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), depression ("depression"), anxiety ("anxiety") and alopecia ("hair loss"). The patient was treated with antibiotics, surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)with oophorectomy),surgery (will have surgery to remove the essure on (B)(6) 2018.).essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abdominal distension, weight increased, depression, anxiety, alopecia, nausea, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, migraine and dysmenorrhoea outcome was unknown and the device breakage, pelvic pain, device expulsion, fatigue, dyspareunia and headache had resolved. The reporter considered abdominal distension, alopecia, anxiety, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she will have surgery to remove the essure implant on (B)(6) 2018. No coil was noted in the left uterine cornua or left fallopian tube. The entire distal segment of the right fallopian tube was removed with the coil embedded in the lumen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on 22-apr-2010: unilateral occlusion (right tube occluded) x-ray - on an unknown date: negative for essure coil retained in the body on (B)(6) 2017 patient had transabdominal and endovaginal imaging were performed resulted in 1.unremarkable uterus and right ovary. Complex left ovarian lesion/cyst suggest follow-up at 3 month interval to assess for interval change/resolution on (B)(6) 2018 paient had transabdominal imaging performed resulted in 1. Unremarkable uterus and ovaries. No definitive identification of essure coils, bilaterally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event :pelvic pain, dysmenorrhea,menorrhagia, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), fatigue ("fatigue"), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), nausea ("nausea") and dyspareunia ("painful intercourse"). The patient was treated with surgery (will have surgery to remove the essure on (B)(6) 2018.). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal distension, fatigue, weight increased, depression, anxiety, alopecia, nausea and dyspareunia outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, depression, dyspareunia, fatigue, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: she will have surgery to remove the essure implant on (B)(6) 2018. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.